Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, per report the cause for the aortic dissection was related to patient factors (frail aorta). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, by our (B)(6) affiliate, the patient died from a complication of a dissection of the ascending aorta. After deployment of a 26mm sapien 3 valve in the aortic position by transfemoral approach, a dissection of the ascending aorta was noted. The valve was correctly positioned. The dissection of the aorta was seen on angio during observation of the outcome of the valve. A sternotomy was attempted and an endoprosthesis and patch were used to repair the ascending aorta without success. Subsequently, the patient expired. Per report, per perceived root cause, the aorta dissection was due to the fragility of the aorta vessel of the patient. The native annulus diameter measured 25mm x 23mm with an area of 470mm2 by CT. The native annulus was not calcified, the leaflets were moderately calcified, and the aortic root was mildly calcified. The sinus of valsalva (sov) diameter was 31mm.